Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, altitude alarms. Reportedly, the customer was able to ultimately clear the alarm. Additionally, the pump indicated a data log corruption. Blood glucose level ranged from 164 to 165 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged altitude alarm could not be verified. Additionally, the alleged data error alert was verified.